Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the connection with reservoir compartment was broken. The customer's blood glucose level was unknown. The customer reported that the ring was missing. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received has a crack on the battery tube which extends to the top where the battery threads are located. Also the middle keypad button is cracked. Did not see anything broken or cracked with the reservoir compartment and retainer ring.